Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked case at the reservoir tube window corners, cracked reservoir tube window and cracked case at the reservoir tube window. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was shut off for no reason. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery life was diminished and crack near reservoir compartment. The insulin pump will not be returned for analysis.